Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the hose had a hole/cut in it, the drive shaft came apart/ fallen apart, and the locking components and bearings were damaged. It was further determined that the test run was not possible. It was further determined that the device failed pretest for safety assessment, cutter lock assessment, and loctite and cable assessments. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a system set up, it was discovered that the motor device heated up while in use. It was reported that the device was used along with the drill device for cranial and spinal procedures. It was not reported if there were any delays to the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.